Event description:
It was reported via phone call that the customer received a motor error on the insulin pump during bolus. The customer's blood glucose level was 11 mmol/l. During troubleshooting, it was stated the insulin pump had not been exposed to a strong magnetic field. The customer was using the sensor feature and was advised a false motor error could be caused by viewing the sensor glucose graph while the device delivered a bolus. The customer was able to complete the rewind sequence. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was not able to prime during the force sensor system test, due to protruded or loose drive support disk. No motor error alarm was noted. The motor passed the motor test. The device was received with minor scratches on the lcd window, a cracked case near display window corners, and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.